Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the clips were not able to load into the jaws. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with four remaining clips. Visual inspection noted the collar under the shaft cover was bent near the jaws. The jaws were misaligned. No other visual abnormalities were observed. Functionally, when the handle was cycled to load a clip; the clip ejected from the jaws unformed. The remaining clips were fired and the instrument engaged into interlock. It was reported that the clips was not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing clips to eject from the device jaws unformed or malformed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to squeezing the handle to place a clip, confirm that it will be positioned free of other clips and other obstructions. Firing a clip over a clip may result in bleeding, lack of hemostasis, and/or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.